Event description:
Healthcare professional reported right side seroma. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, encapsulation and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side seroma.the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to b5 description of event and b6 relevant test/laboratory data: it is unclear if there was a seroma drained and analyzed from the right side, but this was initially reported as a bilateral complaint of "recurrent seroma". Seroma will continue to be conservatively reported for the right side. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, a3a, b3, b5, b6, d1, d2a, d2b, d4, d6a, g4, h4, h6, h11.

Event description:
Healthcare professional reported right side "recurrent seroma". The device has been explanted and replaced with another manufacturer's device.